Event description:
The customer stated, that when he opened a new carton of test strips, the cap on the bottle of strips was open. He performed a control test prior to calling and received a result of 183 mg/dl. While troubleshooting, the customer performed more control tests and received results of 181 and 187 mg/dl. The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement products were sent to the customer.